Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer's field service engineer (fse) evaluated the device and confirmed the reported issue. The fse found that the unit would need new speaker assemblies and a central processing unit (cpu) printed circuit board assembly (pcba). The fse replaced both the cpu pcba and speaker assemblies to resolve the reported issue. Failure analysis of the returned part indicates: the cpu pcba and the speaker assemblies were returned for failure investigation (fi) and the reported issue was duplicated on one speaker. The cpu pcba and the other speaker were tested and no failures were identified. The root cause was traced back to an electrical open in the speaker. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator generated an error relevant to "primary alarm test failure". The ventilator was not in use on a patient at the time of the event occurred.